Event description:
In 04/2003 patient had called alleging that the meter would not power on. The customer service representative replaced patient's battery, since the patient had not used the meter in years. Patient called lfs again in 04/2003 alleging that the meter had missing segments. Patient had been able to power the meter on using the new batteries, however, the patient had noticed missing segments. In 04/2003 patient had gone to the hospital (time unknown) and a reading of "196 mg/dl" was obtained on the hospital meter. No treatment was administered at the hospital. Based on the information provided, there was no evidence of a serious injury. The customer service representative walked patient through checking the meter settings and the display issue could not be resolved. The meter was replaced.